Manufacturer narrative:
Data was provided however it did not contain the alleged runs. Though requested, the data for the alleged runs was not provided. The customer is taking nasopharyngeal samples in sigma virocult viral transport medium, 1.5ml which is off-label. Although the root cause is unknown, it is likely that the discrepant result for flu a was due to the sample being at the limit of detection. Samples near the limit of detection (lod) of the assay are expected to receive inconsistent results from run-to-run. The concentration of viral material at this level is so low that it may not be detected and amplified during an assay run. At this concentration, there are extremely limited copies of viral rna present in the sample which may not come into contact with the polymerase enzyme and be amplified sufficiently to generate a detectable fluorescence signal. Facility full name: (B)(6).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the united kingdom alleged discrepant influenza a results. The alleged sample initially generated a negative results for influenza a, when using the cobas sars-cov-2 & influenza a/b nucleic acid test on the cobas liat system. The same sample was retested using the cobas influenza a/b & rsv test on the same cobas liat analyzer and generated a positive result for influenza a. A new sample was collected from the same patient and generated a negative result for influenza a when using the cobas sars-cov-2 & influenza a/b test on a separate cobas liat system. The new sample was retested twice using the cobas influenza a/b & rsv test on the same and separate cobas analyzers and generated a negative result for influenza a. The results were reported and no harm is alleged. Per the FDA eua guidance, 1 MDR will be filed.